Manufacturer narrative:
The customer reported that the device was not powering on. A philips field service engineer was dispatched to evaluated the device. The device passed all testing, the reported symptom could not be duplicated and there was no trouble found with the device. No conclusion can be drawn. As of 7/12/10, there have been no further reports from the customer of this reported problem with the device. We will consider the issue resolved.

Event description:
The customer reported that the device was not powering on.